Event description:
It was reported that a technician was assisting imaging a pt in a wheelchair. Tube arm was rotated to 80 degrees. Assistant was present in the room to help during the exam. The assistant was using the swivel-arm operation key that was facing upward. The technician was below the swivel arm positioning the pt when the control panel on the tube arm came in contact with her shoulder/upper arm area. The button to lower the tube arm got activated by this accidental contact causing the tube arm to compress the technician's arm. The assistant had to press the emergency stop button and the technician was released. The exam of the pt was completed without further incidents. Siemens local service engineer, (B)(6), confirmed that the reported event caused bruising and muscle strain of the right shoulder and upper arm of the technician. The technician was treated with pain medication and physical therapy.

Manufacturer narrative:
The reported system is working within specs. The risk of collision and crushing is described in the operator manual for mammomat inspiration (B)(4) in chapter "personal safety". Possible danger zones are marked. Also, a warning for danger of crushing and jamming of body parts by motor-driven system movements is included in the operator manual. PMA p030010/s6.